Event description:
A patient reported that they are at the end of treatment with step upper 14/lower 11 and concerned with tooth #8. The patient stated that they had a frenectomy completed where they clipped the skin under my upper lip. The gum tissue still remains between their front teeth. The remaining gum tissue may be causing their teeth to angle rather than close.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.